Event description:
It was reported that the device did not recognize when a cassette was attached and locked. The event occurred during testing, there was no patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a worn dso seal. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the most probable cause was a faulty latch lock flex sensor. The latch lock flex sensor was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.